Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. "Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to unknown reason on unknown date with blood glucose level was unknown. Customer was on manual injection since she was hospitalized for 2 weeks and after that period the insulin pump was not switching on. The insulin pump was off. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated the battery cap was damaged. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The additional information was not provided with the initial report. The correct information has been included with this report. (B)(4).

Event description:
Customer called regarding a cracked battery cap and wanted a replacement. Customer states they were not able to use the insulin pump for 2 weeks and has been on manual injection as they ran out of supplies. Customer also reported that they were at the emergency room due to diabetic ketoacidosis and high blood glucose on the second week of (B)(6) 2020 and stayed at the hospital for 2 days. Customer¿s blood glucose level was 30 mmol/l at the time of admission. Customer experienced symptoms of high blood glucose such as abdominal pain, vomiting and difficulty breathing. Auto mode feature was active at time of high blood glucose event.